Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (corrosion on the coupler unit) was traced to component failure. The most probable cause of the complaint (endoscopic image cannot be displayed) was due to damage to the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head had no image and corrosion on the coupler unit. There was no patient involvement.